Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. The customer typically resumes insulin delivery successfully after receiving the alarm; other times the customer changes out their infusion site before successfully resuming insulin delivery. As the occlusion alarm was not occurring during the call, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.